Manufacturer narrative:
The customer contacted siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. On 31-may-2018, the cse replaced the syngo lab data manager (sldm) instrument. The cause of the event is unknown. No further evaluation of this device is required. MDR 2517506-2018-00389 was filed for the delay in patient testing and smoke emitted from the instrument on (B)(6) 2018.

Event description:
The customer reported a delay of reporting patient result due to a syngo lab data manager (sldm) instrument malfunction. There was no impact to patients as the customer manually ran and released results to the laboratory information system during this timeframe. There are no known reports of patient intervention or adverse health consequences due to the delay in reporting of results.

Manufacturer narrative:
Siemens filed the initial MDR (B)(6) 2018, (B)(6) 2018, additional information (30-jul-2018): siemens further investigated the event and observed dust buildup on the power cable to the hard drive of the instrument, which potentially caused the power cable to melt. The instrument potentially emitted flames and smoke due to the melting power cable. The replaced syngo lab data manager (sldm) instrument is receiving orders and sending results to the laboratory information system. The conclusion code of section h6 was updated to reflect the additional information. No further evaluation of this device is required. MDR 2517506-2018-00389_s2 was filed for this issue.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00390 on (B)(6) 2018. Additional information ((B)(6) 2018): the customer further reported that they manually entered patient results to the laboratory information system for 6 days. MDR 2517506-2018-00389_s1 was filed for the same event.